Manufacturer narrative:
The insulin pump passed all functional testing. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that customer is experiencing low blood glucose levels. It was also reported that the insulin pump alarmed no delivery during the bolus procedure. Customer's blood glucose reading was 44 mg/dl. Customer's current blood glucose reading was 265 mg/dl. Nothing further reported.